Event description:
A hospital reported that the chamber of an mr290v autofeed vented humidification chamber loosened from the aluminum chamber base when used in conjunction with the sensormedics 3100b high frequency ventilator, causing water to leak. Three units were affected. No pt consequence was reported.

Manufacturer narrative:
The mr290v chambers have not been returned to fisher & paykel healthcare for further investigation. Our analysis is accordingly based on the event description and previous analyses of similar complaints. Results: the event description states that the chamber had "loosened" from its base. Upon request for more detail in respect of the fault, the hospital further reported that the chamber could be moved relative to the aluminum base and that water leaked from the base seal as a result. The chamber itself did not crack. We could not perform a lot check as no lot number (s) has been provided. Conclusion: without the faulty devices, we are unable to determine exactly why these chambers loosened from the base. It is possible that this is due to improper assembly of the chamber on the production line whereby the gasket holding the base and chamber together was placed slightly off center. This has prevented the formation of a secure seal between the gasket and the lip of the chamber dome. This fault was not picked up at visual inspection during production. All chambers are pressure tested for leaks during production and those that fail are rejected. This suggests the chamber formed a weak seal during production that subsequently failed during use when the aluminum base was heated, resulting in a leak. Our monitoring and trending of events involving loose mr290 chamber bases causing water to leak has a rate of occurrence worldwide of 0.0007% in the last year to august, 2008.